Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash underneath the lifevest. The patient saw her physician, and the physician determined that the irritation was contact dermatitis caused by a metal allergy. The physician prescribed a cream for the irritation and the patient ended use of the device. The patient reported that the irritation was improving.